Event description:
Reporter alleged blood glucose measured 192 mg/dl back to back with a result of 76 mg/dl performed with a new vial test strips. It was stated customer self treated with apple juice based on the result however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.